Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The surgeon revised the patient to primary components on (B)(6) 2016. At the time patient had an anterior column fracture with the resurfacing shell. Surgeon stated he had good fixation with the psl shell he revised patient to. Patient had a subsequent fall which exasperated that same fracture and her psl shell become loose. Revised to tritanium shell.